Event description:
On january 2, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged issue occurred on (B)(6) 2020 at 11:30 pm. The patient reported obtaining alleged inaccurate high results of ¿170, 130, 156 and 132 mg/dl¿ with the subject meter. The patient manages her diabetes with oral medication (type not reported). The patient denied taking any action regarding her usual diabetes management regimen in response to the alleged issue. The patient reported that a few minutes after the alleged issue occurred, she developed symptoms of ¿sweating, perspiring and could not speak coherently.¿ the patient claimed that because of the elevated results, her husband did not treat her with juice but contacted the emergency medical services for assistance. The patient claimed that when the paramedic¿s arrived on (B)(6) 2020 at around 1:00 to 2:00 am, they measured her blood glucose at ¿23 mg/dl¿ on the paramedic¿s device then treated her with sugar water. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.